Manufacturer narrative:
The sample was drawn in a 5ml edta tube stored at room temperature and analyzed fresh. Controls were run before and after the event with normal control values. The unit is currently performing within qc specifications with respect to controls and reproducibility. Raw data was requested but no longer available in the instrument database. It is not indicated that service was dispatched for this event. The root cause for this event is unknown, however, the instrument generated suspect messages on both runs to alert the operator to review the results. Per bec labeling, "the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. Suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution or population. Beckman coulter recommends the review of results displaying a suspect message appropriate to your patient population and laboratory practice". MDR#1061932-2011-02259 has been submitted to document the patient results generated by this instrument the previous day ((B)(6) 2011).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneous differential results generated by the unicel dxh 800 coulter cellular analysis system with instrument generated suspect messages. A manual differential was performed later due to the instrument generated suspect messages and the incorrect autodifferential was noticed and a corrected report was issued. There was no affect to patient treatment with regard to this event.